Event description:
A report was received that the patient's precision was explanted. The patient reported that he is a diabetic and his body rejected the implant and it worked its way out. The implanting physician had no information regarding the patient's explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.